Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that high impedances were found on the patient's lead following an ipg replacement procedure [related manufacturer reference number: 1627487-2021-01643]. As a result, surgical intervention may be undertaken in the future.